Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) female patient was receiving adjust belt alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) was confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" to the front therapy electrode. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the electrode belt. The patient received a replacement electrode belt.